Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use on (B)(6) 2024. Infusion set has been used for between 3 hours and a day for each event. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.